Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 along with concurrent repair of cystocele due to stress urinary incontinence, pelvic organ prolapse and cystocele. Following insertion the patient experienced severe pain that first started in lower abdomen but has since spread throughout entire abdomen. She has spasms in her groin and thighs that keep her awake at night. The pain is almost unbearable. She has problems with incontinence and difficulty controlling her bowels. She does not know how long she can keep her job as she is in such severe pain.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.